Event description:
The reporter stated that the surgeon was advancing a silicone lens model aa4204vf, and the lens became stuck in the cartridge. No pt contact.

Manufacturer narrative:
Results: (other)- visual inspection of the returned product eval worksheet which shows the lens is stuck in the cartridge. There is clear surgical residue on the cartridge. It should be noted that the injector was not returned for eval. Conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root cause for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvements were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.